Event description:
It was reported that this right ventricular (rv) lead recorded low out of range pacing impedance values. Technical services (ts) recommended further evaluation of this lead. This (rv) lead remains in service. No adverse patient effects were reported.